Event description:
Bone marrow biopsy trays either kendall or cardinal supplied by (B)(4), contain 16ga illinois sternal/iliac aspiration needle/length -3/16" x 1-7/8". Over the past 4 months, there have been 12 instances where the needles were noted to be bent after insertion into patient's iliac region to accrue bone marrow aspirates. Prod. Ref # (B)(4) lot# po123014 exp date: (B)(6) 2011. The (B)(4) company's quality assurance department has been contacted and they requested a sample of one of the bent needles in order to do a quality control investigation.